Event description:
It was reported that undersensing and oversensing were observed on the right ventricular (rv) lead and the device. High pacing impedance was also observed. No intervention was performed as the patient passed away. No intervention was performed.